Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), fallopian tube perforation ("perforation (fallopian tube(s))"), embedded device ("imbedded in uterus"), device dislocation ("migration of essure device location of device: imbedded in uterus"), device expulsion ("left essure micro-insert was found in the endometrial cavity") and blindness ("lost vision due to medication") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pyosalpinx and hydrosalpinx. Previously administered products included for prevention pregnancy: mirena from 2009 to 2012. Concurrent conditions included obesity and fibroadenoma of breast. Concomitant products included ciprofloxacin (cipro) from (B)(6) 2016 to (B)(6) 2016, clindamycin since (B)(6) 2015, clonazepam since (B)(6) 2017, doxycycline from (B)(6) 2016 to (B)(6) 2016, estradiol since (B)(6) 2017, estrogens conjugated (premarin) from (B)(6) 2016 to (B)(6) 2017, fluoxetine from april 2017 to may 2017, hydrocodone from (B)(6) 2016 to (B)(6) 2016, hydroxyzine from (B)(6) 2016 to (B)(6) 2016, meloxicam from (B)(6) 2016 to (B)(6) 2017, nitrofurantoin (macrobid) from (B)(6) 2016 to (B)(6) 2016, solifenacin succinate (vesicare) from (B)(6) 2016 to (B)(6) 2016, tizanidine from (B)(6) 2016 to (B)(6) 2017, trazodone since (B)(6) 2017 and venlafaxine (effexor) since (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced anxiety ("anxiety"), depression ("depression"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), blindness (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), the first episode of dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding, prolonged menstruation"), menstrual disorder ("abnormal menstruation"), vaginal infection ("chronic vaginal infections;"), vaginal discharge ("vaginal discharge"), fatigue ("chronic fatigue"), weight increased ("weight gain"), weight decreased ("weight loss"), vaginal haemorrhage ("abnormal bleeding vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse"), cystitis ("infection (bladder)"), urinary tract infection ("urinary tract infection"), the second episode of dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdomen pain"), visual impairment ("vision problem"), eye disorder ("eye problem"), dyspareunia ("dyspareunia (painful sexual intercourse)") and menometrorrhagia ("menometrorrhagia"). The patient was treated with antibiotics, fluoxetine hydrochloride (prozac), surgery (hysteroscopy, total hysterectomy with bilateral salpingo-oophore on (B)(6) 2016), surgery (hysteroscopy, total hysterectomy with bilateral salpingo-oophore), surgery (hysteroscopy, total hysterectomy with bilateral salpingo-oophore), surgery (hysteroscopy, total hysterectomy with bilateral salpingo-oophore) and surgery (hysteroscopy, total hysterectomy with bilateral salpingo-oophore). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fallopian tube perforation, embedded device, device dislocation, device expulsion, blindness, abdominal pain lower, back pain, menorrhagia, menstrual disorder, vaginal infection, anxiety, fatigue, weight increased, weight decreased, vaginal haemorrhage, female sexual dysfunction, cystitis, urinary tract infection, depression, bladder disorder, urinary tract disorder, the last episode of dysmenorrhoea, abdominal pain, visual impairment, eye disorder, dyspareunia and menometrorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, bladder disorder, blindness, cystitis, depression, device dislocation, device expulsion, dyspareunia, embedded device, eye disorder, fallopian tube perforation, fatigue, female sexual dysfunction, menometrorrhagia, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased, weight increased, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Date(s) of removal: (B)(6) 2012 and (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. On (B)(6) 2009, hsg test performed, confirming full occlusion of right fallopian tube, however full occlusion could not be confirmed on the left fallopian tube, and the left essure micro-insert was found in the endometrial cavity. On 1(B)(6) 2012 - filling on side occlusion fallopian tube by essure, fallopian tube with hydro salpinx. On (B)(6) 2015 - tubal occlusion, essure appears called endometrial cavity to left of midline . Quality-safety evaluation of ptc: unconfirmed quality defect since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be conducted by the quality unit as a batch number or sample was not provided. A quality defect could not be confirmed. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received, essure start stop date updated and concomitant products and new event dyspareunia (painful sexual intercourse) were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced device expulsion ("left essure micro-insert was found in the endometrial cavity"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding, prolonged menstruation"), menstrual disorder ("abnormal menstruation"), vaginal infection ("chronic vaginal infections;") with vaginal discharge, anxiety ("anxiety"), fatigue ("chronic fatigue"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (total hysterectomy and bilateral salpingoophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device expulsion, abdominal pain lower, back pain, dysmenorrhoea, menorrhagia, menstrual disorder, vaginal infection, anxiety, fatigue, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, device expulsion, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, pelvic pain, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results: on (B)(6) 2009, hsg test performed, confirming full occlusion of right fallopian tube, however full occlusion could not be confirmed on the left fallopian tube, and the left essure micro-insert was found in the endometrial cavity. Quality-safety evaluation of ptc: unconfirmed quality defect. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be conducted by the quality unit as a batch number or sample was not provided. A quality defect could not be confirmed. Most recent follow-up information incorporated above includes: on 24-jan-2018: quality-safety evaluation of product technical complaint. Entry of FDA codes, addition of ptc global number reference. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), fallopian tube perforation ("perforation (fallopian tube(s))"), embedded device ("imbedded in uterus"), device dislocation ("migration of essure device location of device: imbedded in uterus"), device expulsion ("left essure micro-insert was found in the endometrial cavity") and blindness ("lost vision due to medication") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pyosalpinx and hydrosalpinx. Concurrent conditions included obesity and fibroadenoma of breast. Concomitant products included ciprofloxacin (cipro) from (B)(6) 2016 to (B)(6) 2016, clindamycin since (B)(6) 2015 and clonazepam since (B)(6) 2017. In 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), blindness (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), the first episode of dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding, prolonged menstruation"), menstrual disorder ("abnormal menstruation"), vaginal infection ("chronic vaginal infections;") with vaginal discharge, anxiety ("anxiety"), fatigue ("chronic fatigue"), weight increased ("weight gain"), weight decreased ("weight loss"), vaginal haemorrhage ("abnormal bleeding vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse"), cystitis ("infection (bladder)"), urinary tract infection ("urinary tract infection"), depression ("depression"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), the second episode of dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdomen pain"), visual impairment ("vision problem") and eye disorder ("eye problem"). The patient was treated with antibiotics, fluoxetine hydrochloride (prozac), surgery (hysteroscopy, total hysterectomy with bilateral salpingo-oophore on (B)(6) 2016), surgery (hysteroscopy, total hysterectomy with bilateral salpingo-oophore), surgery (hysteroscopy, total hysterectomy with bilateral salpingo-oophore), surgery (hysteroscopy, total hysterectomy with bilateral salpingo-oophore) and surgery (hysteroscopy, total hysterectomy with bilateral salpingo-oophore). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fallopian tube perforation, embedded device, device dislocation, device expulsion, blindness, abdominal pain lower, back pain, menorrhagia, menstrual disorder, vaginal infection, anxiety, fatigue, weight increased, weight decreased, vaginal haemorrhage, female sexual dysfunction, cystitis, urinary tract infection, depression, bladder disorder, urinary tract disorder, the last episode of dysmenorrhoea, abdominal pain, visual impairment and eye disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, bladder disorder, blindness, cystitis, depression, device dislocation, device expulsion, embedded device, eye disorder, fallopian tube perforation, fatigue, female sexual dysfunction, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased, weight increased, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Date(s) of removal: (B)(6) 2012 and (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. On (B)(6) 2009, hsg test performed, confirming full occlusion of right fallopian tube, however full occlusion could not be confirmed on the left fallopian tube, and the left essure micro-insert was found in the endometrial cavity. On (B)(6) 2012- filling on side occlusion fallopian tube by essure, fallopian tube with hydro salpinx. On (B)(6) 2015- tubal occlusion, essure appears called endometrial cavity to left of midline. Quality-safety evaluation of ptc: unconfirmed quality defect: since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be conducted by the quality unit as a batch number or sample was not provided. A quality defect could not be confirmed. Most recent follow-up information incorporated above includes: on 28-feb-2018: reporter information, patient details, other relevant history, lab data, relevant tests, product information, concomitant drugs, events- perforation (fallopian tube(s), imbedded in uterus, ration of essure device location of device: imbedded in uterus, lost vision due to medication, abnormal bleeding vaginal, apareunia (inability to have sexual intercourse, infection (bladder), urinary tract infection, dysmenorrhea (cramping), abdomen pain, vision problem, eye problem were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced device expulsion ("left essure micro-insert was found in the endometrial cavity"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding, prolonged menstruation"), menstrual disorder ("abnormal menstruation"), vaginal infection ("chronic vaginal infections;") with vaginal discharge, anxiety ("anxiety"), fatigue ("chronic fatigue"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (total hysterectomy and bilateral salpingoophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device expulsion, abdominal pain lower, back pain, dysmenorrhoea, menorrhagia, menstrual disorder, vaginal infection, anxiety, fatigue, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, device expulsion, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, pelvic pain, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results: on (B)(6) 2009, hsg test performed, confirming full occlusion of right fallopian tube, however full occlusion could not be confirmed on the left fallopian tube, and the left essure micro-insert was found in the endometrial cavity. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.